Manufacturer narrative:
On (B)(4) 2015 the field service engineer (fse) reviewed the latron and quality control logs and then performed the mtm (multi-transducer module) optical alignment procedure. The fse ran daily checks and verified all controls after the alignment and everything passed. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the latron values were out of specification on the unicel dxh 800 coulter cellular analysis system erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.